Manufacturer narrative:
A review of the device history record (DHR) could not be conducted because a lot number was not provided. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no physical samples or pictures submitted with this complaint report. Complaint shall be reopened if a sample is received. Since the sample has not been received for evaluation; conditions reported could not be confirmed and the root cause cannot be specifically identified; therefore, corrective action will be limited to the manufacturing awareness at this time. The current process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention.

Event description:
The customer reported that the box looks just fine, but nearly every yankauer suction handle is mangled/bent/broken in half and poking out of the package.